Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device battery was depleting unexpectedly. It was noted that at a follow up in april 2018 indicated six years was remaining while a follow up in october 2018 showed eight years was remaining. A review by engineering and boston scientific technical services (ts) noted that the device is depleting abnormally and should be replaced. The device was experiencing a slow and consistent increase in power consumption. No adverse patient effects were reported. This device remains implanted, but an explant is planned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
Additional information noted that this device was explanted and returned. No additional adverse patient effects were reported.